Event description:
It was reported that during the preparation of the femoral canal during surgery, the intramedullary brush tip attachment was used with a zimmer pulsavac plus. After usage, it was noticed that the apex of the tip has broken off. The surgeon had to spend roughly five minutes retrieving the tip from the canal. It was reported that there was no danger or harm to the patient and the procedure and time were not greatly affected. An alternate device wasn't necessary as the surgeon had finished using the product at the time it broke off. The product was discarded by the hospital.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device the customer's reported event cannot be confirmed. The review of the drawings, manufacturing process, drawing configuration and device history identified no potential causes for the customer's reported complaint. A potential cause for this device fault is excessive and/or repetitive force applied to the tip causing the pvc tubing to be physically torn apart. This is consistent with the improper use of the device and/or tip.